Event description:
Boston scientific received information that left ventricular (lv) lead pacing impedance measurements were greater than 2000 ohms. A revision procedure was performed and this lv lead was surgically abandoned and replaced. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.